Event description:
It was reported that the pt had an infection. The pump site was red and warm. The pt stated that he had also had an "infection on his ear." After three hours, the pump site looked worse according to the pt's wife and his blood pressure kept dropping. The pt's wife brought him to the hosp. The pt had emergency surgery and the pump was removed. The pt stated that the pump was "covered in infection." The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).